Event description:
It was reported that the programmer powers on to a black screen with a flashing cursor and will not progress beyond this point. Recycling power did not resolve the issue. It was also reported the programmer display an error code. The programmer will be returned for service. There was no indication of patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.